Event description:
It was reported that the foley catheter balloon was unable to deflate inside the patient.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Based on the evaluation the returned catheter could be inflated and deflated without difficulty. The device did not fail to meet the relevant specifications. The product did not caused the reported failure. The product was used for urological care. A potential root cause for this failure mode could be due to thin rubberized wall which caused the inflation lumen to collapse. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize. Instructions for use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was not able to deflate inside the patient.